Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Pt called alleging low readings on hte lfs meter. Pt was experiencing symptoms of blurry vision and dry mouth and tested their blood glucose and obtained a 40mg/dl. Pt ate some food becasue of hte low reading and then went ot the hosp. Treatment was documented as "other". No info on what the reading was at the hosp. Customer service found out that pt was using test strips that expired in 2000. Pt had been cleaning the meter properly. Check strip test failed the calibration. Based on the info provided, this case is being reported as a malfunction.